Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased neutrophil results generated by the alinity hq analyzer on a patient. The results were not reported to medical provider. The samples were repeated, yielding higher results on another 2 analyzers and manual differential count. The following data was provided: sid (B)(6), 87 years old male; initial results 0.20 x 10e3/ l, repeat results from other analyzers were (seq # (B)(6)) was 6.38 x 10e3/ l & (seq # (B)(6)) was 6.57 x 10e3/ l. The different manual count results were 56%. No impact to patient management was reported.

Event description:
The customer reported falsely decreased neutrophil results generated by the alinity hq analyzer on a patient. The results were not reported to medical provider. The samples were repeated, yielding higher results on another 2 analyzers and manual differential count. The following data was provided: sid (B)(6), 87 years old male; initial results 0.20 x 10e3/ l, repeat results from other analyzers were (seq # 601791) was 6.38 x 10e3/ l & (seq # 331656) was 6.57 x 10e3/ l. The different manual count results were 56%. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review. A review of customer provided data found that the wbc differential parameters were flagged as invalid, and the var lym flag was generated for the first sample run. The neu, lym, mono, eos, and baso parameters were flagged as invalid/suspect, and the var lym and blast flags were generated for the second sample run. The lym, mono, baso, nrbc, and nr/w parameters were flagged as invalid/suspect, and the var lym and blast flags were generated for the third sample run. The left shift flag was generated on another analyzer. Additionally, the hct, mcv, mch, mchc, rdw, plt, and mpv parameters were flagged as invalid/suspect, and asym flag was generated for all sample runs provided. Lastly, the plt clump flag was generated on another analyzer. Review of the scatter plots appeared abnormal, with neutrophils showing very low pss values, due to the presence of hypogranular neutrophils. Per the alinity h-series operations manual hypogranular granulocytes are potential interfering substances that can affect wbc differential results. Based on the information provided, the issue was due to the specific sample pathology. The instrument service history for the hq01051 found no additional complaints for decreased neutrophil results reported after the current event was identified. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify increased complaint activity for the alinity hq processing module or the complaint issue. Device history record review did not identify any non-conformances or potential non-conformances with the alinity hq processing module. Additionally, labeling was reviewed and found to be adequate for the complaint issue. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68-01, was identified.